Event description:
It was reported that during a procedure the aura console was stuck in the warming up state and showed error 20. The case could not be completed due to this event. There was no patient outcome information reported.